Event description:
User received discrepant hba1c results for two patient samples. Repeat testing performed in 2008. Sample 1 initial result 11.1%, repeat gave 8.6%. Sample 2 initial result 11.0%, repeat gave 6.3%. Initial results were not reported. The field service representative found probe c not connected correctly at the transfer head fluidics block and replaced probe c. Performance tests were performed.